Event description:
It was reported that during a cardiac catheterization procedure, the guidewire was being withdrawn through a metal entry needle when the coating along the last 1-cm of the guidewire was sheared off. The detached piece of coating reportedly remained in the fascia approx 1-cm from the left groin entry site and approx 2-mm into the skin. Retrieval of the coating was not immediately attempted. However, the physician indicated that he would be performing a cut-down procedure to retrieve the segment at a later date. A follow-up report confirmed that the segment was retrieved via a cut-down, but the specific date of the procedure was not provided. The pt was reported to be in good condition without any complcations related to this event.